Event description:
Indication for procedure: acute pocket infection. Procedure: this was a left-sided , lead removal procedure to remove two leads (a and rv) implanted on 2003. Both fluoroscopy and arterial line were used throughout the procedure. The md prepped the atrial lead with an lld#2 and lased with a 14f slsii. Atrial lead was removed without difficulty. The rv lead was prepped with the lld-e and again lased with the 14f slsii. Lased easily down to the area near the svc/ra junction, at that point progression slowed. Up-sized to 16f sls and lased to the distal tip, patient's blood pressure dropped at this point, the CT surgeon was called and the patient was taken emergently to the or where he was reportedly stabilized within 30 minutes and returned to inpatient status. Device analysis: the devices used in this case were disposed of during the code. Lot history files reviewed on all devices with no findings.